Manufacturer narrative:
Date of event: (B)(6). Date of report: 03sept2019. The manufacturer's field service engineer (fse) performed troubleshooting. There were cracks noted along the edge of the front bezel. The fse determined the air sensor and bezel required replacement. The fse replaced the air sensor and bezel to address the issue. After all repairs were performed, the device passed performance verification testing. An air flow sensor was return for analysis. An investigation was performed and the air flow sensor reading out of specification was duplicated, contamination was found on the heated film element that will result flow readings not accurate. Fault was found on the returned air flow sensor. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
It was reported that the unit failed extended self-test (est) with an error code of (3125) flow error. There was no patient involvement.